Manufacturer narrative:
Follow-up #1: date of submission 06/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: a review of the pump¿s black box data revealed no evidence of a time/date issue. There were no errors or alarms observed in the alarm history. A cartridge change was performed, and the time/date did not reset to default settings. A time keeping accuracy test was performed, and the pump maintained the time accurately during the 5 day duration of the test. The pump was left without power for 1 hour, and the pump powered back on with the default time and date setting. The time keeping accuracy test could not be successfully completed due to an internal battery failure; and therefore, the complaint could not be adequately investigated. Unrelated to the initial complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the time and date would reset to default settings when the cartridge was changed. It was reported that there was no power loss to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.